Event description:
The generator was explanted. The explanted generator was received on 02/09/2015 and is currently undergoing analysis.

Event description:
Analysis of the generator was completed on 03/02/2015. The battery showed an ifi=no condition. The device performed according to specifications . The as-received internal device data showed that the last 99.4% change in the impedance value was estimated to have occurred after explant surgery on 02/09/2015, where the impedance value changed from high lead impedance to a normal limits range. No anomalies were identified. Analysis of the lead was completed on 03/04/2015. No anomalies other that typical wear and explant-related conditions were identified in the returned lead portion. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The patient was found dead at her home. The cause of death is believed to be status epilepticus and possibly sudep. It was noted that the patient complained of chest pain a week prior to her death. The patient¿s devices were explanted but have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s seizures were well controlled with her device. The patient did not have any tonic/clonic seizures for a few months prior to her death.